Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73c1900253 was manufactured on 03/11/2019 a total of (B)(4) pieces. Lot was released on 03/22/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73m1900186 the staplers were functionally inspected (fired) and issue reported "staples jamming/staples stuck in unit" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that after 15 staples being fired the rest of them remained stuck in the applier. Then the stapler did not work anymore. Clinical consequence: delay in the treatment another stapler was used to finish the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after 15 staples being fired the rest of them remained stuck in the applier. Then the stapler did not work anymore. Clinical consequence: delay in the treatment another stapler was used to finish the procedure.